Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the patient¿s bmi? Was this a primary port or a secondary port? If this was a secondary port, was the trocar being visualized through the laparoscope? What was the anatomical location of the port? Was the patient insufflated prior to insertion? What was the patient¿s position? In what direction was the trocar aimed? What is the surgeon¿s experience with the bladed trocar? Is the surgeon willing to have a peer to peer conversation with ethicon medical safety officer?

Event description:
It was reported that during an ectopic pregnancy removal procedure, the surgeon accidentally pierced the aorta when inserting a bladed trocar. And tragically the patient passed away.